Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system and confirmed that the batteries were weak. The uninterruptible power supply (ups) batteries were replaced and the system is functioning as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the mobile view station (mvs) was shutting down when unplugged, and not turning back on without a full restart. No patient was present at the time of the event.